Event description:
Device 1 of 2. Reference MFR report # 1627487-2010-01150. The pt received her scs system on (B)(6) 2007 including one paddle lead placed in thoracic area (for leg stimulation) and another paddle lead placed in cervical area (for arm stimulation). It was reported that the pt was experiencing overstimulation anytime she touched anything metal. It was reported that lead impedance measurements were within specification. It was reported that the cervical leads pulled from the lead extension and the pt was scheduled for surgery. Follow up on the pt found that no further issues have been reported. No explanted devices were returned to ans for eval. No further info is available.

Manufacturer narrative:
Device 1 of 2. The device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. This MDR is being submitted past the 30 day reporting requirement as part of a retrospective review initiated in response to an FDA inspection. A retrospective review of the complaint record determined that ans misinterpreted the MDR regulations in this instance. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.